Event description:
It was reported that an alert triggered for high impedance and oversensing. There was also noise, decreasing r-waves and a possible fracture of the lead. The lead will not be revised. The lead therapies were inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The std review indicates that a lead integrity alert triggered. The programmer data shows one ventricular lead integrity alert on (B)(4) 2012. There was oversensing with fifteen ventricular fibrillation episodes less than or equal to 210 milliseconds per average ventricular cycle between (B)(4) 2012. There was interference/noise with ventricular short interval count equal to 306 counts on average per day, in 19.8 days, between (B)(4) 2012.